Event description:
It was reported that during laparoscopic cholecystectomy procedure, the bag broke when they were retrieving the specimen. The specimen and bag fell into the patient but was retrieved. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results of the pouch device found that it was received fully deployed; the bag was not returned. The suture was attached to the device and it was found to be torn. No functional test could be performed since the instrument was fully deployed and the bag was not returned. The event could not be confirmed as not enough information about the event was provided. The batch record was reviewed and no anomalies were noted during the manufacturing process.